Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed the product wet with a blood protection cap attached to the dialysate connector. There were no visible abnormalities that could have contributed to the reported condition. Functional leak testing of both the dialysate and blood side was performed with no leaks observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 21 l prior to use. There was no patient involvement. No additional information is available.